Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the implant's internal hex was fractured during placement and was removed and replace with another implant from the customer's inventory.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn markings due to usage and a fracture damage at the in the drive feature. No pre-existing conditions were noted on the product experience report (per) the implant was been placed on tooth location # 18 when the event occurred. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant's internal hex was fractured during placement. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes . H10: additional narrative.

Event description:
No further event information is available at the time of this report.